Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer had two strokes, prior to the hospitalization and had been taking medication. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.